Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the solution leaked from the packaging of the suture.

Manufacturer narrative:
Samples received: two catgut chrom 5/0 (1.5) 75cm hr17 sutures are received in a closed package. Preliminary analysis: inventory review: we review the available units of this product code and lot number, and verify that to date there are no units in stock. Quantity produced / imported: this product code and lot number produced 1,200 units in total. Background: we proceed to review the database of claims and verifies that to date there are no reports of incidents related to this product code and lot number. Analysis of sample (s): the samples received were visually inspected, it was evidenced that the sutures sent by the client, leak through a small hole in the aluminum foil. This damage was caused by a defect in the mold of the sealing machine, which is not detected in the process, only after a time when the solution makes contact with the affected part of the aluminum and causes deterioration to the same. The reported batch was manufactured before the corrective action was implemented. Conclusions: taking into account that the samples provided by the customer do not meet the requirements of b. Braun, we conclude that the claim is confirmed. Actions: in relation to this cause, we have been working on corrective action (2016-ac-012), which is currently in the process of verification of effectiveness.